Event description:
It was reported that on (B)(6) 2007 patient presented with "pain. She has long -standing history of low back pain with most recent onset of right leg pain as well as numbness and tingling.' On (B)(6) 2007 the patient was seen for 'low back pain greater than right leg pain, which is greater than left leg pain. The pain radiates down the posterior aspect of the legs to the feel. Her pain is worse with doing housework, bending, turning, as well as standing or walking. She finds that she is not able to walk for exercise any more due to her back and leg pain. She gets some relief with sitting for short periods of time. Coughing or sneezing will increase her back pain. Assessment: painful degenerative disk disease at l5-s1.' On (B)(6) 2007 patient presented with l5-s1 ddd with stenosis. Patient underwent posterior lateral interbody fusion (plif) of l5-s1, expedium pedicle screw instrumentation and local harvested autograft and concord cages filled with rhbmp-2/acs, locally harvested autograft bone, and. It was discovered during procedure that there was a markedly protuberant central disk herniation. Patient developed a small amount of serosanguinous drainage at surgical site during hospitalization. On (B)(6) 2007 the patient was seen for follow up status post plif. 'Overall is doing quite well, she has received excellent relief of her presenting low back pain. Her right leg pain is improved. However, she continues to have some residual right leg pain made worse with increase in activity and walking. She is doing lots of walking, up to a mile a day, and she can tell that after this distance she gets pain radiating down the back of the right leg. At times she gets some numbness in the bottom of her right foot.' She was instructed to 'wean out of the back brace over the course of the next 10 days. It was discussed with her that the amount of walking may be irritating the nerve resulting in the right posterior leg pain so she needs to find a distance where perhaps she is not irritating the nerve as much but still continue to walk.' Patient underwent lumbar spine x-rays. Imaging interpreted as follows: 'there is no evidence of complication with the fixating hardware. There no evidence of acute fracture.' On (B)(6) 2007 the patient was seen for follow up. Per the physician's notes, the patient 'presented at that time with low back and posterior right radiating leg pain down to her toes. She does admit that it is probably about 50% better than its pre-op condition. She denies residual back pain at this time. She also denies any left legged symptoms. She states that certain activities can make the leg pain somewhat worse, especially with long periods of driving. Overall she is quite conscious of her back.' Patient underwent lumbar x-rays. Imaging interpretation: 'surgical hardware is satisfactorily placed. No evidence of loosening or infection.' On (B)(6) 2007 the patient presented with a 'diagnosis of pain in lower back with numbness/pain in right lower extremity (le) status post spinal fusion surgery at l5/s1. It appears patient would benefit from a pt program.' On (B)(6) 2009 the patient was seen for follow up. At the time plif in 2007 patient had 'small disk bulge at the level above her surgery but elected to not have surgical intervention at that level. She states she did fairly well postoperatively, however, did have residual right leg pain. She became pregnant and was able to carry full term by going to physical therapy and have pregnancy massages and regulating her weight gain. After delivery, she actually had decreased pain in her low back and leg and was doing pretty well. Approximately 3 weeks ago with no known accident or incident she began having aching pain in the right leg. She states this was much like the pain she had prior to her last surgery. She describes this as an aching burning pain through her whole thigh and calf and foot on the right side. This will go completely numb after lying in the bed for a while at night. She feels that this leg pain is more severe than prior to her last surgery, however, her back pain is much the same as before her last surgery.' The patient underwent MRI. Imaging interpretation as follows: 'there is broad-based right paracentral prominence of the l4-l5 disc which demonstrates peripheral enhancement, but a central focus of non-enhancement. This could represent a recurrent disc protrusion into postsurgical granulation tissue or a disc protrusion and with enhancing reactive scarring. There is mild stenosis of the right lateral recess, and mild bilateral neural foraminal narrowing at this level.' The patient underwent lumbar x-rays. Imaging interpreted as follows: 'stable l5-sl posterior fixation and interbody fusion.' On (B)(6) 2009 the patient was seen for follow up. Per the physician's notes the patient reported 'onset of lbp approximately 7 weeks ago. Presently her chief complaint is radiation of numbness and tingling as well as pain along right le to toes. Patient reports difficulty falling asleep, difficulty finding comfortable position and she is awakened by pain.' On (B)(6) 2009 patient underwent lumbar epidural injection. On (B)(6) 2009 patient was seen for follow up. Patient 'reports that following her lumbar epidural, she began experiencing greatly increased pain. She states that her pain was greater than it was before she began pt. Currently, she reports her pain "18" slowly returning to previous levels, however is not at the same level as it was prior to the injections. Presently her chief complaint is radiation of numbness and tingling as well as pain along r le to toes. Aggravating factors include: driving, sitting for >15 min, lifting, and bending. Treatment plan included physical therapy, moist heat/cold pack to lumbar region, joint and soft tissue mobilization.' On (B)(6) 2011 patient presented with 'complaints of lower back pain that radiates to the right leg. The patient is s/p l5-s1 fusion in 2007. She states that she did well after the surgery until 2009. She began to have lower back pain (lbp) and right lower extremity pain. Additional surgery at this level was recommended. She had esi to see if this improved her pain. The pain did not improve greatly, however then she became pregnant. She states that she is currently having more leg pain than back pain at this time. Her pain is aggravated by sitting prolonged periods of time.' On (B)(6) 2011 patient underwent lumbar MRI for lbp with right lower extremity (rle) radiculopathy and herniated nucleus pulposus (hnp). Imaging interpreted as follows: 'l3-l4: there is disk desiccation. L4-l5: there is disk desiccation, moderate to space narrowing and a small broad-based protrusion. There is no significant canal or foraminal stenosis. Ls-s 1: post-laminectomy changes and post fusion changes are noted. There is a moderate sized pseudomeningocele leftward at s1-2 which slightly scallops the vertebral bodies at this level measuring 2.4 cm in greatest dimension. This however is felt to be incidental. There is enhancement in the posterior soft tissues of the lower lumbar spine at this level due to prior surgery.' On (B)(6) 2012 patient presented with upper respiratory infection. On (B)(6) 2012 patient seen for hypothyroidism, hemorrhoids and back pain. 'The problem is stable. It occurs intermittently. Location of pain was lower back and legs. The patient describes the pain as sharp and shooting. Symptoms are aggravated by changing positions. Symptoms are relieved by over the counter medication: ibuprofen, pain meds/drugs and rest.' On (B)(6) 2013 patient was seen for office visit. Patient complained of 'onset of back pain one month prior. Severity level is moderate. The problem is worsening. It occurs persistently. Location of pain was middle back and lower back. Pain has radiated to the right arm. The patient describes the pain as numbness, sharp and throbbing. Symptoms are aggravated by daily activities. Symptoms are relieved by over the counter medication: ibuprofen, pain meds/drugs and rest. Associated symptoms include bladder retention, numbness and tingling in the arms. Over the past three years she has needed prn hydrocodone to supplement her motrin for pain.'

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.